Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it reached battery status elective replacement indicator (eri) in 24 months. No further information is known at this time.